Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer via the manufacturer representative reported that the implantable neurostimulator (ins) just shut off without the patient prompting the ins to do so. Per the patient, there were no reported environmental/external/patient factors that may have led or contributed to the issue. Diagnostic testing or troubleshooting performed included the patient trying to contact technical services, however it was closed due to the holiday ((B)(6) 2016). The manufacturer representative noted they planned to meet with the patient to assess the issue. No interventions were reported; by the time they were able to connect by phone, the ins had turned back on. It was unknown whether the issue had resolved at that time, and the patient¿s status was alive with no injury. The consumer also reported that the "call your doctor" icon was seen, but the patient did not remember if there were any letters or codes. According to the patient, the ins battery was charged. Surgical intervention was not performed or planned. Additional information received from the consumer on 05-jul-2016 reported that there was a loss of stimulation; at 7:30am on (B)(6) 2016, the patient bent over and stimulation shut off. The patient programmer showed a "call your doctor" symbol, but the patient did not note the error code. In addition, the patient checked the implantable neurostimulator (ins) with the implantable neurostimulator recharger (insr) and the "call your doctor" symbol was seen on the insr as well, but patient did not know the code. For the past 3-4 months ((B)(6) 2016), the patient would feel stimulation shut off for a few seconds, three times per day. The reported symptoms were considered a sudden change in therapy/symptoms. The patient also reported that she had talked with a manufacturer representative 2-3 months ago ((B)(6) 2016) about stimulation shutting off three times a day for the past 3-4 months, but the manufacturer representative checked the ins and everything checked out fine. Additional information received was from the manufacturer representative on 08-jul-2016 regarding when the manufacturer representative became aware of the implantable neurostimulator (ins) shutting off / stimulation shutting off and the "call your doctor" icon; the manufacturer representative noted the patient had reported the issues to the manufacturer representative on january 2016. When the manufacturer representative met with the patient, the patient had stated the system had not turned off outside of the one time that had prompted the patient to contact the manufacturer representative to see her. Nothing remarkable was noticed and the manufacturer representative suggested that the change in therapy may have been positional. The manufacturer representative had not heard from the patient again until this past week. Troubleshooting performed with respect to the ins / stimulation turning off and the "call your doctor" icon included the patient speaking with the manufacturer representative over the phone; at that time, the patient had said that everything was working fine. The manufacturer representative recommended that the patient contact technical services to discuss the ¿position icon¿ on the patient programmer. With respect to interventions/actions taken to resolve the reported issues, it was indicated that the nature of the problem could not be assessed without the code that showed up with the "call your doctor" icon. In addition, the patient told the manufacturer representative that things were working fine and she did not need to see the manufacturer representative in the healthcare professional¿s office. Event cause was unknown; if this should happen again, the patient will note any codes that show up on the screen and let the manufacturer representative and/or technical services know. When asked whether the issues of stimulation shutting off and the "call your doctor" icon were resolved, the manufacturer representative noted ¿possibly¿ as the patient had not had any issues since. The patient¿s indications for use included failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.